Event description:
The product was used during a mid CABG procedure. Reportedly, the clips scissored and there was damaged tissue. The surgeon applied another device to control the bleeding and complete the procedure.